Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. According to the reporter: the surgeon used one cartridge on the pulmonary parenchyma and the instrument locked on tissue. The surgeon was able to activate the device to the end but was not able to retract the black knobs to open the jaws. The surgeon had to pull off the device and tore the tissue. Another device was used to complete the case. There are no details available about any medical intervention or the amount of tissue lost or current status of the pt.